Event description:
Patient presented to the physician with a hematoma at the ipg incision and leg . Physician prescribed antibiotics and compression dressing. Patient presented back to the physician with hematoma in chest and leg after resuming anticoagulation the day after surgery. Physician aspirated the hematoma and had the patient continue antibiotics.